Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was at home when they passed out. It was reported that prior to passing out, the patient did not experience symptoms but their blood sugar was low. The patient's neighbor found the patient and called emergency medical technician's. When paramedics arrived, the cgm was 225 mg/dl and the patient's bg was 27 mg/dl. Emt transported the patient to the hospital and at the hospital, the cgm and bg values were still inaccurate (no values provided). The patient was treated with IV glucose. The patient was released from the hospital the next day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.